Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: please provide the procedure and on which tissue was prolene used? No information from the doctor. Was prolene suture removed after 7 days post-op on the skin suture? Yes. Please provide the lot number: sbdasj. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When pulling the threads, about 7 days after the surgery, the thread broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 1/20/2023 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: h6 additional h6 component code: g07002 reported condition not confirmed additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that a closed packet that pertains to product code 8698h was received for evaluation. Upon initial inspection, of the sample, no external damages were observed on the packet. Visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.